Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratched liquid crystal display window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer treated with a manual insulin injection. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).